Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10/19/2023, the clinical specialist notified the contact center that a participant in the hcp trial elected to discontinue use of the ilet. The decision was not related to device issues; the user preferred manual control of glucose management. The clinical specialist also reported that the user experienced a leaking cartridge approximately one month prior. Attempts were made to reach the user for additional details and lot information; a voicemail was left requesting clarification on the cartridge incident, usage specifics, and to verify whether proper fill steps had been followed. Follow-up occurred on (B)(6) 2023 to determine whether the user still had cartridges available for lot identification. On 12/13/2023, the clinical specialist confirmed that only the ilet device was returned and no supplies remained, therefore no cartridge or lot information could be collected. Case closed.